Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Customer reported the power cords are frayed and sparking. The unit was not damaged from the sparking and the power cords will be replaced.

Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. The results of the investigation are inconclusive since the power cord was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.